Event description:
Impella CP was inserted via left femoral access site in an 80 year old female for for acute myocardial infarction/cardiogenic shock. The patient¿s comorbidities included morbid obesity. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock stage D, requiring inotropes/vasopressors, and respiratory support prior to initiation of Impella support. Pre-Impella labs included a hemoglobin of 13.3, Hematocrit of 41; platelets of 331; serum creatinine of 0.92 and an ALT of 39. A serum lactate of 7.8 was recorded upon initiation of Impella support.While in the ICU, it was reported that the patient moved and pulled at device prior to being sedated, then bleeding was noted around the Impella repositioning sheath site. Angle matching, forward tension sutures and best practice securement recommendations were confirmed. A Femstop device was place over site in effort to obtain hemostasis. There was no reported Hematoma around the site. 1 unit of blood product was reported to be given due to a drop in hemoglobin lab value to 9.2. Subsequent labs showed a hematocrit of 28.1, platelet count reduction to 238 and an increase in creatinine to 1.41. The patient was confirmed to be on systemic anticoagulation/antiplatelet therapy, but had a reported Activated Clotting Time of 158 seconds. Please note this is marginally below the recommended range of 160-180 seconds while on Impella support. The Impella device was at a performance of 6 with flows average flows of 3.1 L/min, functioning as intended during the reported event. The purge solution consisted of 5% dextrose in water with sodium bicarbonate.Although the oozing was reported to have discontinued following interventions listed above, the patient continued to decline, progressing to SCAI stage E shock, with a repeated serum lactate level of 19, requiring additional inotropic/vasopressor support. indicating significant worsening of clinical condition and increasing mortality risk. After two days on support the patient was subsequently transitioned to Do Not Resuscitate (DNR) status and later expired while on Impella support.The death is conservatively being reported on the Impella CP due to the inability to conclusively dissociate the oozing as a contributing factor to the death, however it is most likely contributable to the patients clinical presentation of SCAI shock stage E which has a known increased mortality rate of 50%-90%.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.